Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (health effect impact code has been corrected to 2645 - no patient involvement) additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). No physical damage was found at location with foreign material remained. However, a root cause of the foreign material remaining in the subject device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The colonovideoscope had a foreign material on nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.